Event description:
The event involved a 4" (10 cm) appx 0.40 ml, smallbore trifuse ext set w/3 microclave® clear, 3 clamps, rotating luer where it was reported that when assessing a patient, IV hub tubing was disconnected from peripherally inserted central catheter (PICC) line and in bed, the fluids stopped. The customer was told to flush through 5-10ml of IV infusing fluids (tpn/il) and reconnect. When they tried to reconnect, they noted the hub of the tri-fuse was rotating and loose. They then prepared another tri-fuse to replace it but the second tri-fuse was also rotating and loose. The event occurred at 13:30. There was patient involved but no patient harm reported. Additionally, the customer stated that it was determined that the reported issue was a result of education gap in their end. It was just the spinning collard that their team did not realize that they had to lock. This the second of two events.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.